Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An assistant nurse manager reported that the a1059 mayfield modified skull clamp was not locking. There was no known patient injury or surgery delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation. Device history record (DHR) - record was reviewed and no abnormalities related to the reported failure was observed. Complaint confirmed via inspection of the unit. The lock had rotational and lateral movement and a residue buildup was present, consistent with wear from routine use. Periodic preventive maintenance is highly recommended.

Event description:
N/a.